Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals that resulted in inappropriate non-sustained ventricular tachycardia (nsvt) episodes and pacing inhibition on the right ventricular (rv) lead channel. Additionally, the patient experienced an asystole. The cause of the noisy signals remains unknown. The device was explanted and replaced. No additional adverse patient effects were reported.